Event description:
Suture breakage: customer reports that suture was breaking while tying down. There are no reported adverse consequences to the pt related to this event. Note; outcome to pt does not denote adverse event. MDR regulation of 7/31/98 requires reporting of incident once medical device family initially reported assuming incident could recur.